Manufacturer narrative:
H6: investigation summary: the reported complaint was confirmed by the fse. Based upon obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The facsflow supply system (ffss) was brought back to functional condition after replacing the diaphragm pump (p/n 348872) and pressure control valve (p/n 348873). Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time.

Event description:
It was reported that during use with a bd facsymphony¿ biohazard leakage occurred outside of the instrument. The following information was provided by the initial reporter: the instrument had overflow of the waste container. Was the leak contained within the instrument? Not contained. Was the leak in a customer accessible location? Customer physically not in contact with the fluid. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak -- waste line or non-waste line? After waste line, the waste was not mixed with decontamination/bleach. Was the customer exposed to blood or bodily fluids? No answer in the checklist. Was there any physical harm to the customer as a result of the leak? Customer physically not in contact with the fluid.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facsymphony¿ biohazard leakage occurred outside of the instrument. The following information was provided by the initial reporter: the instrument had overflow of the waste container. Was the leak contained within the instrument? Not contained. Was the leak in a customer accessible location? Customer physically not in contact with the fluid. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak -- waste line or non-waste line? After waste line, the waste was not mixed with decontamination/bleach. Was the customer exposed to blood or bodily fluids? No answer in the checklist. Was there any physical harm to the customer as a result of the leak? Customer physically not in contact with the fluid.